Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the infusion site and starting new sensor session and subsequently a malfunction alarm occurred. Additionally it was reported that a minimum fill notification occurred after filling the cartridge with 125 units of insulin. Customer's blood glucose level was 290 mg/dl. During troubleshooting with tandem technical support, a new cartridge was filled and loaded, the malfunction alarm was cleared, and insulin delivery was resumed successfully.